Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that at the beginning of the first treatment pass, the aquabeam robotic system generated an "e22 - motorpack error" message. Multiple troubleshooting attempts were made without success. A second aqaubeam handpiece was used, but the issue persisted. As a result, the aquablation procedure was aborted and converted. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. Functional testing confirmed the reported issue. Signs of minor fluid ingress were observed as salt deposits on the encoder wheel can be seen. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 23c01198 was conducted, which confirmed that there was one (1) non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The affected units within the lot were segregated and reworked to address the non-conformance. The handpiece passed final inspection prior to release for distribution. The current user manual um0104-00 rev. G, aquabeam robotic system user manua, intl (ce) was reviewed and states the following: table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Investigation into this issue has confirmed the occurrence of "e22 - motorpack" errors. The issue is being addressed through procept's quality system. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.